Manufacturer narrative:
Natus technical service confirmed that the system was frozen while troubleshooting the issue remotely with the complainant. Natus technical service walked the complainant through turning off the dynamic platform and disconnecting power to the computer. After letting the system rest for at least a minute, power was reconnected. The system then operated correctly and the failure could no longer be duplicated. Natus technical service advised the complainant to continue monitoring the system and contact natus should the issue reoccur. Because the issue resolved itself after cycling power to the system, the cause of the issue could not be determined.

Event description:
It was reported to natus that during a gaze stabilization test (gst), the smart equitest system froze. There was no report of death, serious injury, or environmental/safety concerns.